Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned device shows damage around the lock detail. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our lab performed an analysis with the following results: burnishing noted on the articulating surface of the insert and ps post was the result of contact with the femoral component and would be expected from articulation in vivo. Examination of the lock detail and the distal surface of the insert indicate the insert was not properly locked into the tibial tray locking mechanism. The observations noted are in agreement with the reported complaint that an incorrect insert size was used preventing it from properly locking into the tibial tray. No material or manufacturing deviations were noted on the returned insert as part of this investigation. A clinical analysis was also performed and the conclusion was no further medical assessment is warranted at this time. User/procedural variance is the most likely cause of the reported event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
A dimensional inspection was attempted; however damage/deformation at several features of the device would not allow for accurate measurement. There are no indications that the product failed to meet any product specifications. A review of the manufacturing records did not reveal any manufacturing or material abnormalities. It was identified that the wrong sized implant was implanted as the root cause. In revision the tibia was identified to fit well so the incorrectly sized insert was removed and a correctly sized insert was implanted successfully. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary.

Event description:
It was reported that a revision surgery was performed due to disassociation of the insert.